Event description:
Related to MFR report # 2183959-2012-02018, 2183959-2012-02019, 2183959-2012-02020. It was reported by the plaintiff's attorney that the plaintiff was implanted with an elevate anterior and apicalsystem with intepro lite on or about (B)(6) 2010 with the intention of treating her for pelvic organ prolapse and stress urinary incontinence. It was alleged that the plaintiff suffered serious bodily injuries, including, but not limited to, mesh erosion, vaginal erosion, hardening, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, additional surgery, significant mental and physical pain and suffering, and permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.